Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 patient presented for follow-up of low back pain and to review nerve studies. Per the physician¿s notes, ¿the patient states that her back pain is getting worse. She also informed me that she has had anxiety attacks and bipolar disorder. Review of MRI scan again shows severe disk degeneration with disk prolapse, focal stenosis, and associated degenerative spondylolisthesis at l3-l4, and mild disk degeneration and foraminal stenosis at l4-l5 and minimal disk degeneration and foraminal stenosis at l5-s1. Nerve studies were done¿ on (B)(6) 2008¿ findings suggestive of acute lumbar radiculopathy in the lumbar paraspinal muscles without evidence in the anterior myotomal muscles, so the lesion could not be further localized. He found no evidence of peripheral neuropathy.¿ on (B)(6) 2008 patient admitted with diagnosis of lumbar radicular syndrome due to degenerative spondylolisthesis at l3-4, disc degeneration at l4-l5 and l5-s1. The patient underwent tlif l3-4, l4-5, bilateral posterior fusion l3-4, l5-s1 and placement of interbody cage and allograft l3-4 and l4-5. Rhbmp-2/acs, legacy and vertestack were used. There were no noted complications. Medical records indicate postoperative hypotension due to drug interaction and hypovolemia. Patient was given neosynephrine. Patient was discharged on (B)(6) 2008.